Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a lead failure. The specific details of the failure were not provided. No additional patient effects were reported.

Event description:
Additional information was received that this lead was explanted due to patient infection. No adverse patient effects due to the explant procedure were reported.

Manufacturer narrative:
This lead has been explanted and at this time has not been returned for laboratory analysis. Attempts are being made to obtain further information. Should further information become available this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.